Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out procedure, this right atrial pacing lead to have fractured. Insulation damage to the lead was also observed. It was reported that the patient is in chronic atrial fibrillation, therefore a new right atrial lead was not implanted. No adverse patient effects were reported.